Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a red light when the battery was placed on the charger was confirmed. Visual inspection of the returned 14v li-ion battery, serial number: (B)(6) revealed the battery was in unremarkable condition. The battery was installed into a test universal battery charger (ubc) and the charger activated a code b0013. Further evaluation revealed a discrepancy between the measured rsoc (relative state of charge) output voltage and the battery fuel gauge value communicated to the universal battery charger (ubc). The issue was isolated to a compromised printed circuit board component. The charging issue confirmed during the evaluation did not affect the battery¿s ability to provide power. The battery was inserted into a test battery clip which was connected to a test system controller and a test pump. The system was successfully powered by the returned battery. A specific root cause for the compromised component was not able to be determined. The 14v battery, serial number: (B)(6), was accepted in storage location on 01apr2024 and inspected per material document: (B)(4). Receiving inspection batch#: 10278946. The battery functional test sheet was reviewed and the battery passed all initial testing. Heartmate 3 patient handbook (rev d) under section 3 ¿powering the system/battery charging overview¿ explains how to charge 14v batteries and the different charger pockets light codes. The patient handbook (rev d) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery produced a red light when placed in the universal battery charger (ubc).